Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® urine collection cup was damaged. This was discovered before use. The following information was provided by the initial reporter: we have ordered two boxes of vials, however three-quarters of them are not usable. I enclose a photo of the condition of the vials received. Currently, we no longer have any stock for our urine vials due to this inconvenience.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode for damaged cups with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® urine collection cup was damaged. This was discovered before use. The following information was provided by the initial reporter: we have ordered two boxes of vials, however three-quarters of them are not usable. I enclose a photo of the condition of the vials received. Currently, we no longer have any stock for our urine vials due to this inconvenience.